Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an low blood glucose (bg) level of 41 (mg/dl). The customer was treated with dextrose and bg levels increased to 220 (mg/dl). Reportedly, the customer was unsure of the cause for their low bg level. The customer was released approximately 5 hours later.